Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the physician had six needles fall out of the device into the patient during the procedure. No further information was available.